Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with size incorrect for patient may have been due to a potential measurement error of the device at implant procedure. Urinary retention is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. The reported patient symptom of urinary retention is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary retention. During a revision surgery, the physician confirmed that the 4.0 cm cuff remained too tight and contributed to the retention even when deactivated. The cuff had initially been measured as appropriate; however, the physician noted this was related to the patient's unique urethral anatomy. The 4.0 cm cuff was explanted and replaced with a 5.0 cm cuff. There were no further patient complications.